Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 2 mmol/l. The patient reportedly did not require any treatment above or beyond the normal routine of diabetes management. Troubleshooting by animas customer support determined the patient's blood glucose excursion was the result of a training/misuse issue; the patient miscounted carbohydrates resulting in overdosing of insulin using the pump. There was no indication of a pump malfunction. This complaint is being reported because the patient had a serious injury while on insulin pump therapy due to training/misuse; the patient was referred to their health care provider for diabetes management.

Manufacturer narrative:
Follow-up #1 date of submission 02/17/2017 - correction to serial #.